Manufacturer narrative:
At the time of this report, multiple attempts to obtain further information have been unsuccessful, and the device has not yet been returned for evaluation. As a result, a determination cannot be made at this time. If further information becomes available, gyrus acmi will continue the investigation and update the agency accordingly.

Event description:
The tip of the lyons dissecting forceps detached and fell into the patient during surgery. The tip was retrieved without patient harm. The procedure was completed with no further incidents.